Event description:
Health professional reported "band explant due to dysphagia and reflux."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The port associated with the returned device was not returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Dysphagia and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Analysis noted the buckle and band tubing were broken with striations consistent with a surgical end cut to remove the device. Device labeling address the possible outcome of dysphagia and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."